Manufacturer narrative:
Recall number: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a sudden loss of stimulation and communication with her ipg. An sjm representative met with the patient and confirmed the issue. Surgical intervention to replace the ipg will be undertaken at a later date.